Event description:
It was reported that the cassette was not detecting. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.